Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) we received the valve inserted in an unknown liquid in the provided return kit. Results: first, we performed a visual inspection of the valve. Except for scratches, no significant deformations or damage of the valve was detected. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force. The valve was not permeable. It was not possible to adjust the valve due to the defect of the brake. Additionally, the brake function and force test could not be performed. Significant outside pressure, for example by too much force from the adjustment tool or by a fall or impact to the head of the patient, can cause a lowering of the housing diaphragm, which is supposed to hold the rotor in its position, and impair its function. The brake is defective. Because the valve was not permeable, a computer controlled test was not possible. Finally, we have dismantled the valve. There were no visible deposits observed inside the valve that could explain the overdrainage or the defect of the rotor. The blockage detected remains unclear. Based on our investigation, we confirm the defect of the brake at the time of our investigation. The cause of the defect of the rotor could not be determined through our investigation. We can exclude a defect at the time of release. The valve met all specifications of the final inspections when released from christoph miethke (B)(4). No further actions required.

Event description:
According to the complainant a progav was operating in over-drainage and had a defect postoperatively. The valve was implanted (B)(6) 2015. It was revised on (B)(6) 2017 and was returned to the manufacturer. Further details were not provided. Patient data : weight: (B)(6) and height: 96 cm.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) we received the valve inserted in an unknown liquid in the provided return kit. Results: first, we performed a visual inspection of the valve. Except for scratches, no significant deformations or damage of the valve was detected. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force. The valve was not permeable. It was not possible to adjust the valve due to the defect of the brake. Additionally, the brake function and force test could not be performed. Significant outside pressure, for example by too much force from the adjustment tool or by a fall or impact to the head of the patient, can cause a lowering of the housing diaphragm, which is supposed to hold the rotor in its position, and impair its function. The brake is defective. Because the valve was not permeable, a computer controlled test was not possible. Finally, we have dismantled the valve. There were no visible deposits observed inside the valve that could explain the overdrainage or the defect of the rotor. The blockage detected remains unclear. Based on our investigation, we confirm the defect of the brake at the time of our investigation. The cause of the defect of the rotor could not be determined through our investigation. We can exclude a defect at the time of release. The valve met all specifications of the final inspections when released from christoph miethke (B)(4). No further actions required.

Event description:
According to the complainant a progav was operating in over-drainage and had a defect postoperatively. The valve was implanted (B)(6) 2015. It was revised on (B)(6) 2017 and was returned to the manufacturer. Further details were not provided. Patient data : weight: (B)(6) and height: 96 cm.